Event description:
On (B)(6) 2010, I underwent breast implant surgery. My right breast was extremely painful, red, and inflamed following the procedure. At my follow up appointment with the plastic surgeon I was told that I may need a second surgery because I was experiencing capsular contracture. I could not afford a second surgery so I was released from the doctor with his progress notes stating everything was good. (Not true) over the years I have had many health issues that coincide with breast implant illness. Every day I feel like I have the flu. I am (B)(6) years old. I shouldn't feel like this. I am 100000000000% positive my issues are from breast implants. FDA safety report ID # (B)(4).